Event description:
It was reported that a high drain alarm occurred on a homechoice (hc) machine at the end of therapy. This alarm indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume in standard mode. The technical service representative (tsr) explained the alarm to the registered nurse (rn). The rn was going to reset the programming on the hc. No patient injury or medical intervention was indicated in association with this report. No additional information is available.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). The device was not available for evaluation. The device was not available for evaluation. A device history review and a service history review will be performed. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.